Event description:
Pump said cartilage error. Then showed no insulin. Changed the set. It happened again. Each time I pulled 250 units plus out. So it wasn't out of insulin. It happened once in the middle of the night my blood sugar went to over 350. Next day I called I was on hold for 3 hours before I decided to do the call back option. Th next day I still hadn¿t heard from anyone so I called and got an answer right away. High blood sugar. FDA safety report ID # (B)(4).